Event description:
This patient was undergoing a scheduled robotic assisted total hysterectomy. The da vinci maryland bipolar was introduced, but was found to be not working; it was thought to be a cable issue. The product was removed from the operating room and another da vinci maryland bipolar was used that worked. There was no patient harm/injury from the first piece of equipment's failure.